Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the patient experienced chest pain during the procedure. It was also reported that a proximal edge dissection occurred during the procedure which was treated with an additional stent. No additional event of patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection and angina are known risks of coronary stenting procedures, and are listed in the xience v instructions for use (IFU) as potential adverse events. The IFU also cautions, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." In this case, it is likely that angina is a symptom/secondary effect of the dissection. However, a conclusive root cause for the reported patient issues, and the relationship to the device, if any, cannot be determined.